Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the tip of the screwdriver broke off. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. The device was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Its clearly visible that the tip was twisted before it broke. The cross pin above the tip is bent and that the weld of the pin is broken. The fracture face is homogenous which indicates material conformity. These findings are indications that too much torque was applied onto this instrument during tighten a screw. No product fault could be detected.